Event description:
The customer contacted baxter's service center reporting a system error 2240/2367 during dwell 5 of 5 on the homechoice (hc). The home patient (hp) was still connected, per the hp one of the supply bag was leaking and the bag was empty. The global technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the hc off and on then. The system error 2367 alarmed, the hp turned the hc off and on, the hc went back to press go to start. The hp would finish with manual bag. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.